Event description:
It was reported that: "we opened the implant and dr (B)(6) considered that the top of the insert looked different than usual so he did not want to implant. Therefore, a new size 7 implant was opened and used."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.